Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 3058 ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2011.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they went back to have their battery replaced, they were told they couldn't receive a replacement because the implant was intertwined with their muscle. Patient states they were supposed to have it done 2 years ago to replace the battery, but it was never done. Patient also reported that they had a fall at the hospital and they wanted to know if they were bleeding internally so they need a head MRI. Patient reported that their implants are eos due to normal battery depletion. Patient services reviewed MRI eos guidelines with the patient and redirected the patient to their healthcare provider to further address the issue. Patient reported that their hcp is dr. (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient (pt) called back and repeated information from original call. Pt reported that they were told that the devices would last 10 years and it had been 13 years so they assumed their implants were at end of service (eos). During the call, the 3037 icon patient programmer batteries were depleted and patient didn't have new batteries. Due to this, patient did not attempt to connect with implants however agent reviewed information about implant battery longevity. Pt said their original healthcare professional (hcp) had died and was looking for an hcp that could possibly remove their devices to allow for full body MRI compatibility. Agent reviewed hcp listings but the closest hcp to patient was over 100 miles away. Agent sent message to field to see if field had any additional hcp contacts closer to pt. Case re-opened because sales rep replied to email and provided hcp contacts. Agent made outbound call to patient and left a voicemail asking patient to call ps back for hcp contacts.